Event description:
Event description guidant received information that at follow up, this implantable cardioverter defibrillator (ICD), implanted 3 months, could not be interrogated. There were no therapy delivery issues and the device did not beep when a magnet was applied. Two different programmers were used and the wand was moved in many different directions. The device was subsequently explanted and will be returned to guidant for analysis. It was noted at explant that the device had a convex curve on both sides. There were no adverse patient effects reported.